Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9259111 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200845895] noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced a plunger that was loose/fell out/separated and a cannula that broke off or pulled out. The following information was provided by the initial reporter: caller reported this one box found needles falling out of syringe when drawing up botox , caller reported from this same box plungers would move on own out of the syringe/barrel when drawing botox. Lot #: 9259111. Catalog#: 328291. Date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced a plunger that was loose/fell out/separated and a cannula that broke off or pulled out. The following information was provided by the initial reporter: caller reported this one box found needles falling out of syringe when drawing up botoxcaller reported from this same box plungers would move on own out of the syringe/barrel when drawing botox. Lot #: 9259111, catalog#: 328291, date of event: (B)(6) 2020.